Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed on how to use multiple daily injections as a backup.